Event description:
The complainant reported the pt had a palindrome dialysis catheter in place and had developed a fibrin sheath. The fibrin sheath was disrupted using a 12 mm balloon up to the innominate vein but not all the way into the vein that was accessed. A centros dialysis catheter was then placed in the same location. Three weeks later, difficulty (clogged) with the centros dialysis catheter was reported. The pt was reexamined and a fibrin sheath was again observed under fluoroscopy. The fibrin sheath was disrupted a second time using a 12 mm balloon and the centros dialysis catheter was replaced with a palindrome. No pt harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as no lot number was provided. Implant date noted is approximate. A follow-up report will be submitted if more info becomes available.